Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for routine follow up. The left ventricular lead exhibited loss of capture. Fluoroscopy revealed lead dislodgement. Lead repositioning was planned.